Event description:
This case was reported by a consumer and described the occurrence of tingling of extremity in a (B)(6) female patient, who received super poligrip original denture adhesive cream (formulation number (B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date in 2003, the patient started super poligrip (dental). At an unknown time after starting super poligrip, the patient experienced tingling of extremity, anemia, device misuse (using super poligrip two to three times a day) and pharmaceutical product complaint of the product not holding her dentures. This case was assessed as medically serious by gsk. Treatment with super poligrip was discontinued. At the time of reporting, the events were unresolved. Manufacturer's comment: super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).